Event description:
It was reported that this patient presented to the hospital with syncope; 5-10 second pauses were witnessed on electrocardiogram. Pacing spikes were observed as well, though they were not conducted. The patient relayed that they had experienced multiple pre-syncopal episodes in the previous few days. Upon interrogation of the pacemaker system, the atrial lead tested normally, and the right ventricular threshold was the same as the previous test, at 2.8 v at 1.0 ms. The device output was set to 5.0 v at 1.0 ms and there were no recorded events. The patient was hospitalized, and the pacemaker output was set to maximum. A chest x-ray was normal and no further instances of loss of capture were observed while the patient was hospitalized. The rv threshold was re-checked, and the result was 3.5 v at 2.0 ms, indicating a possible variable threshold. It was decided to leave the pacemaker output set to maximum as the patient had other health concerns (not specified). The rv lead remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this patient presented to the hospital with syncope; 5-10 second pauses were witnessed on electrocardiogram. Pacing spikes were observed as well, though they were not conducted. The patient relayed that they had experienced multiple pre-syncopal episodes in the previous few days. Upon interrogation of the pacemaker system, the atrial lead tested normally, and the right ventricular threshold was the same as the previous test, at 2.8 v at 1.0 ms. The device output was set to 5.0 v at 1.0 ms and there were no recorded events. The patient was hospitalized, and the pacemaker output was set to maximum. A chest x-ray was normal and no further instances of loss of capture were observed while the patient was hospitalized. The rv threshold was re-checked, and the result was 3.5 v at 2.0 ms, indicating a possible variable threshold. It was decided to leave the pacemaker output set to maximum as the patient had other health concerns (not specified). The rv lead remains in service and no additional adverse patient effects were reported. It was additionally reported that due to the chronic high thresholds and the patient's dependency on pacing, the rv lead was capped and replaced on (B)(6) 2025. The pacemaker had one year of remaining longevity, and it was electively replaced and discarded by the facility. No additional adverse patient effects were reported.